Event description:
Customer reported via phone call that the insulin pump alarmed motor error during bolus. Customer stated that the set was changed and the insulin pump is functioning now. Blood glucose value at the time of the alarm was 306 mg/dl. Customer stated that the insulin pump was not exposed to a magnetic field but it was dropped and it hit the floor. Customer does use the sensor feature and is able to complete the rewind sequence. The customer also reported having sensor reading discrepancies. Customer stated that the sensor readings are 100 point higher or lowe than the blood glucose level. Customer has received weak signal alerts. During troubleshoot; the customer reported experiencing high blood glucose of 400 mg/dl. Customer was advised to discontinue the use of the insulin pump and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the display window. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window. No unexpected audio/beep anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2015-14036.